Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that the system with flap tag in the unknown eye of a patient, during cataract surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the reported event (via event log review). However, they were unable to replicate anything that would have contributed to the reported event (while testing on-site). The system was tested and found to meet product specifications. Based on the information obtained, the reported event was not confirmed. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).